Event description:
It was reported that the device had a cassette not attached error. The product fault occurred during testing.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a missing battery door. Functional testing was able to duplicate the reported issue. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.